Event description:
The user facility reported that water was leaking from their century sterilizer. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found that a 90 degree fitting had a hole in it. The technician repaired the unit ran a test cycle and confirmed the unit to be operational. No additional issues have been reported.